Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 3000 ohms on the left ventricular (lv) and right ventricular (rv) channels. Additionally, noise and oversensing was noted in unipolar configuration; however, no noise was noted with isometrics in bipolar configuration. The device sensitivity was decreased to avoid further oversensing as the patient is pacemaker dependent. No adverse patient effects were reported.